Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore; the associated labeling and dfmea could not be determined for review.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.